Event description:
Pt alleged that device accessory (leather carrying case) caused infusion set tubing to disconnect, resulting in elevated blood glucose levels (300-400's mg/dl). Pt stated that this has occurred four times in the last week. Pt self-treated high blood glucose by delivering an insulin bolus.